Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 357 mg/dl. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. As a result, the customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2023, with no permanent damage and the issue resolved. Reportedly, the customer continued to use the pump for insulin therapy.